Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned provisional shows nicks and gouges and is fractured. All pieces were returned. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured during a total knee arthroplasty. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during a total knee arthroplasty. Another device was used to complete the surgery.